Manufacturer narrative:
The product was returned for investigation. We confirmed that only the inflation device was returned from the components of the product in question. We confirmed that the top (center) of the inflation device's packaging was opened approximately 80 mm and the top (left side) was opened approximately 30 mm. We confirmed that the packaging showed signs of being sealed during the manufacturing process. No abnormalities were found on the production records. It is considered that the reported event occurred when the packaging was intentionally opened during transportation or storage after product shipment, but the exact cause could not be identified. The instructions for use (IFU) states: do not use if package is damaged. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are cautiously reporting this incident as we know that poor packaging can lead to infection.

Event description:
It was reported that there was an abnormality in the packaging. When the product was removed from the box to be used, the inner packaging was found to be partially opened. Then it was replaced with a new product and the operation was continued. No complications were reported.